Manufacturer narrative:
It was reported to intuvie that there was no occlusion message on the screen. The occlusion was broken. The device was returned for evaluation, and testing did not identify any issues. A review of the serial number history found no prior similar complaints. The failure mode could not be confirmed, and the root cause remains undetermined. CAPA- zm2023-23 has been initiated to investigate the failure. Reference to complaint # (B)(4).

Event description:
It was reported to intuvie that there was no occlusion message on the screen. The occlusion was broken. No patient involvement reported.